Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the tfna nail for the fracture of the trochanteric femur. In this case, the posterior part was cracked and unstable. The surgeon did reduction on the traction table without a medical elevator. The surgery was completed successfully without any surgical delay. The x-ray was confirmed that proximal bone fragment turned, and there was a possibility of cut-out. Therefore, the tfna will be removed, and the bipolar hip arthroplasty will be performed on (B)(6) 2022. The surgeon requested that what kind of intraoperative measures could be taken to prevent such complications in this case of unstable fracture. No further information is available. This report is for one (1) unk: nail head elements: tfna helical blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
PMA/510k: this report is for an unknown blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Clinical code: appropriate term/code not available ((B)(4)) used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.